Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device failed to discharge during the self-check. There was no patient involvement reported. Available details indicate that the asp performed a self-test, and the device was returned to full functionality. No repair activity was deemed necessary. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp performed a self-test and confirmed the device to be fully functional. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device failed to discharge during the self-check. There was no patient involvement reported.

Event description:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device failed to discharge. There was no patient involvement reported. Available details indicate that the asp performed a self-test, and the device was returned to full functionality. No repair activity was deemed necessary. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp performed a self-test and confirmed the device to be fully functional. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.